Event description:
The pt reportedly experienced sound quality issue with static and intermittencies with her cochlear implant. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. The pt's device was explanted in late 2007. It was reported that the pt's had st depression and hypotension after the surgery which was treated with medication. The pt was re-implanted with another advanced bionics device.